Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found a diagnostic code relevant to the reported incident recorded in the ventilators memory logs. The se replaced the breath delivery (bd) power controller distribution printed circuit board (pcb) and the primary battery. The se performed calibrations and extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a constant alarm when disconnected from alternate current (ac) power. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
Product analysis: a breath delivery (bd) power distribution printed circuit assembly (pca), a bd power controller pca and a battery were returned to c ovidien/ medtronic¿s product analysis. A visual inspection of the returned components was performed, no notable conditions were found. The returned components were installed into a test ventilator for analysis and an adc (analog digital converter) voltage out of range code was found in the diagnostic logs. The ventilator would not accept power from the battery when disconnected from wall power and would not charge the battery when connected to wall power. An investigation was performed and the product analysis technician reported that the root cause for the battery issue was isolated to a short circuit in the battery. No fault was found on the bd power distribution pca and bd power controller pca. If information is provided in the future, a supplemental report will be issued.